Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, reportedly the implant holder instrument broke. The instrument holder was reattached to the implant and the slap hammer to the end. It was reported the surgeon used the slap hammer and the attachment in the implant holder projected off across the room. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. No irregularities were found during the device history record review.

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation has shown that the slap hammer connection piece is not secured onto the implant holder anymore and therefore did fall off. The review of the manufacturing documents has shown that the adhesive was applied onto the thread as required. Also are there still residues of the adhesive visible at the thread. Based on these findings it is possible that the connection piece was secured as required after manufacturing. The exact cause of this occurrence cannot be defined afterwards. There are clearly visible traces of wear at the connection piece and as well at the movable screw nut. Intense use in combination with high temperature cycles during reprocessing could have caused the loosening of the slap hammer connection piece. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.